Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified alarm. The customer's blood glucose level was 157 mg/dl. The customer stated that the insulin pump had multiple pump error. The customer stated that they were able to clear the alarm. The customer also stated that they was able to rewind the pump. The troubleshooting was performed and self test was passed. The insulin pump will not be returned for analysis.